Event description:
Healthcare professional reported ¿opening implant the tab peeled off so it could not be opened¿. This record is for an unknown side. Device was not implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.1., b.2., h.1., h.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: tyvek or thermoform sticking.

Event description:
Healthcare professional reported ¿opening implant the tab peeled off so it could not be opened¿. This record is for an unknown side. Device was not implanted.